Event description:
It was reported that patient underwent open reduction and internal fixation procedure utilizing dynamic compression plate. Subsequently, radiographs indicated compression plate was bent and approximately forty-five (45) days post-op, patient underwent revision procedure to remove plate.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No user facility information is available. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. There have been no trends identified related to this type of event. Implant date and explant date - unk other - examination of returned device found no evidence of product non-conformances. Review of material certification found materials to meet biomet design specifications. Review of radiographs found bend appears to be located at the patient's non-union.